Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: an additional email was provided as (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd phaseal optima injectors (n35-o) had flow issues. The following information was provided by the initial reporter, translated from french: the nurses encountered difficulties using the phaseal optima device when preparing roactemra and rixathon. As these drugs are both in liquid form, they tried to inject air into the vial via the protector to equalise the pressures and then draw up the solution. However, the nurses were unable to inject the air, or had great difficulty in doing so, and therefore were unable to withdraw the medication. These problems have been occurring about every third time. I checked with the nurses the method of preparation. It is correct. It is therefore not a question of misuse of the device.

Event description:
It was reported that an unspecified number of bd phaseal optima injectors (n35-o) had flow issues. The following information was provided by the initial reporter, translated from french: the nurses encountered difficulties using the phaseal optima device when preparing roactemra and rixathon. As these drugs are both in liquid form, they tried to inject air into the vial via the protector to equalise the pressures and then draw up the solution. However, the nurses were unable to inject the air, or had great difficulty in doing so, and therefore were unable to withdraw the medication. These problems have been occurring about every third time. I checked with the nurses the method of preparation. It is correct. It is therefore not a question of misuse of the device.

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were received for investigation. A device history review was performed for reported protector lot 2203407 and injector lot 2203307, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Four retained samples of each lot were used for additional evaluation. Functional testing was performed, connecting the protector sample to a vial, injector, and syringe per the instructions for use provided with the product. In all cases the expansion chamber liquid could move from the vial to the syringe without issue, no resistance or blockage of flow was observed.